Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the cd being used was found to be faulty. As the representative loaded the data onto a universal serial bus (usb) and found that the exams loaded without issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when loading a cd onto the unit. The representative reported that the unit was restarted with the cd, attempting to load the existing image data, but the navigation system became unresponsive in the navigation portion of the application software. There was no patient present when this issue was identified. No additional information was provided.